Manufacturer narrative:
Corrected the investigation findings on h6 from 3221 (no findings available) to 213 (no device problem found).

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list device thrombosis or thromboembolic event resulting in clinical sequelae as a potential device or procedure-related adverse event. The exact date the thrombus was detected is unknown; therefore the date gore received the information is being used as the event date ((B)(6) 2021).

Event description:
It was reported the physician implanted a 25mm gore® cardioform septal occluder on (B)(6) 2021 to treat a septal defect. Five months post-implant, thrombus was noted on the left atrial disc. The patient is being treated with anticoagulants.